Event description:
It was reported that the vns patient was to be hospitalized in (B)(6) 2015 for disabling the vns stimulation and enabling it again in a controlled environment. It was reported that the patient had undergone cardioversion in (B)(6) 2013 as a treatment for heartbeat disorders that had followed myocardial infarction. The vns stimulation was turned off during cardioversion by fixing the magnet on the generator. After cardioversion and removal of the magnet the patient experienced an extreme burning sensation in the throat and neck, suffocation, flushing and eyes watering. The reported effects stopped when stimulation was stopped by fixing the magnet on the generator. The pulse generator was programmed at the mildest stimulation settings and the side effects improved. The pulse generator was programmed at output current 1.50 ma, frequency 30 hz, pulse width 500usec, 30sec on and 5min off. Further information was received indicating that the patient¿s system was tested on (B)(6) 2013 and system diagnostics returned impedance within normal limits with 3119 ohms. On (B)(6) 2013 the pulse generator was programmed at output current 0.75 ma, frequency 30 hz, pulse width 500usec, 30sec on and 5min off. On (B)(6) 2013 the pulse generator was programmed at output current 0.5 ma, frequency 20 hz, pulse width 250usec, 30sec on and 5min off. It was later reported that the patient underwent cardioversion again on (B)(6) 2014 and that the pulse generator was disabled by fixing the magnet on the generator. After cardioversion was completing and the magnet was removed the patient experienced painful stimulation. The patient could not tolerate the output current set at 1.75ma. The output current was programmed to 0.5ma. The patients vns system was tested and system diagnostics returned impedance results within normal limits. Further information was received stating that before the first cardioversion session on (B)(6) 2013 system diagnostics returned impedance results within normal limits with impedance = 3781 ohms, and ifi=no. After the first cardioversion session, system diagnostics on (B)(6) 2013 returned impedance results within normal limits with impedance = 3119 ohms, and ifi=no. Before the second cardioversion session on (B)(6) 2014 system diagnostics returned impedance results within normal limits with impedance = 2922 ohms, and ifi=no. After the second cardioversion session, system diagnostics on (B)(6) 2014 returned impedance results within normal limits with impedance = 2429 ohms, and ifi=no. Review of manufacturing records confirmed that generator and the lead passed all functional tests prior to distribution. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of the available programming and diagnostic history. Review of manufacturing records confirmed that generator and the lead passed all functional tests prior to distribution.

Event description:
Further information was received indicating that the patient had undergone bi-phasic cardioversion in the morning with adhesive patches in anterior-lateral left position. The energy value used for the cardioversion was 100j. The generator's decoder spreadsheet was reviewed. On (B)(6) 2013 the patient underwent the first cardioversion treatment. On (B)(6) 2013 the battery voltage was 3.440v and the lead impedance 3782 ohms. On (B)(6) 2013 the battery voltage was 3.455v and the lead impedance 1965 ohms. On (B)(6) 2014 the patient underwent the second cardioversion. On (B)(6) 2014 the battery voltage was 2938v and the lead impedance 2401 to 2430 ohms. On (B)(6) 2014 the battery voltage was 3.455v and the lead impedance 1965 ohms. On (B)(6) 2014 the battery voltage was 3.455v and the lead impedance 1965 ohms.